Event description:
The initial attorney report alleged pain, scarring, disfigurement and injuries after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2007 - pt underwent repair of a recurrent incarcerated incisional hernia with composix kugel. Extensive lysis of adhesions was performed and excision of an abdominal wall fistula. On (B)(6) 2009 - pt underwent repair of a recurrent hernia with a non-bard graft. Excision of composix kugel mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The operative dictation at the time of implant indicates that the pt had a fistula tract excised and a chronic wound with pus present. It appears that a previous mesh was present, however, it is unk if that mesh was removed. The warning section of the IFU states "the use of any permanent mesh or patch on a contaminated or infected wound could lead to fistula formation and/or extrusion of the prosthesis." Nearly two years after implant, the pt underwent removal of the composix kugel mesh where it was noted to be infected. Although there is no indication the mesh was the source of the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.